Manufacturer narrative:
This product was received for evaluation and the reported failure could not be duplicated. Tech services plugged the blade into a test monitor and powered the device on. They were unable to confirm the problem of lines running across the screen. This MDR is being filed as result of a retrospective review.

Event description:
The customer reported that during a patient procedure, using a glidescope gvl 4, the image from the camera intermittently went green and then lines filled the screen. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.